Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, they removed handle from charger, and inserted it to shell, however it did not start-up. They re-inserted handle to charger, however the status indicator of charger illuminated red within a few minutes and handle was unusable. They used another device to continue. The surgical time was extended by less than 30 minutes. The event occurred during the procedure but the product was not used for patient. There was no patient injury.